Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator had a decrease in pneumothorax. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Update: h3. The device was not returned to olympus for inspection; however, the investigation was conducted based on evaluation information provided. The reportable malfunction of decrease in pneumothorax or decrease in insulation was not confirmed. Based on the results of the investigation, the root cause and probable cause could not be surmised. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.